Event description:
It was reported that during device change out due to eri, insulation abrasion was noted on the lead. The lead was capped and replaced on 8/21/2017. The patient condition was well and monitoring will continue.